Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the infusion set detached from the patient's body right out of the site. The site location was in her bottom and the pump was located on her hip. The infusion was in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.